Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock lead impedances measurements out of range. It was stated that this was a gradual rise and that the right ventricular (rv) lead was not a boston scientific product. Technical services (ts) provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.